Manufacturer narrative:
This lead was not able to be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented for a routine device follow-up. Interrogation of the device revealed four stored episodes for ventricular fibrillation (vf) back in july. The patient denied syncope; four inappropriate 41 joule shocks were delivered in the episodes, which were due to oversensing of noise on the rv lead. The patient was referred for lead extraction. The entire system was removed and replaced, without complication. The rv lead was discarded by the facility so cannot be returned for analysis. The physician reported the lead insulation was damaged and the conductor was fractured, due to friction between the first rib and clavicle. No additional adverse patient effects were reported.